Event description:
It was reported that when used the ultra fast-fix, successfully stripped off t1, but failed to strip off t2. No patient injuries were reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device received. The product was used for a ¿meniscus repair¿ procedure. The complaint said: ¿the ultra fast-fix, successfully stripped off t1, but failed to strip off t2¿. The device does not have any unusual observances. The blue protective split cannula was not returned. The depth limiter was returned attached and trimmed. T1, t2 and suture were not returned. The actuator and advancement lever were returned fully advanced. Functional test determined there was no mechanical issue found. The position of the actuator indicates that both t¿s had been positioned for the user to manually strip off. No root cause related to the manufacture of the device was established.